Event description:
It was reported that the device had a detached dso seal. The issue happened during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Received one device. Customer reported complaint of ¿¿ downstream occlusion sensor (dso) detached. Confirmed by performing visual and functional pvt testing, found dso seal is detached. Replaced dso seal. Upon further investigation, found upstream occlusion sensor (uso) seal is buckling. Replaced uso seal. Performed uso/dso calibration. Performed performance verification tests (pvt). Unit passed all testing criteria. Unit rest to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.